Event description:
The patient had silicone gel implants placed in 1998. Last year, 2005, the patient was involved in an mva and subsequently suffered from a capsular tear and pain in the left breast. The patient has been examined several times and has had a mammogram performed to try and find any problems, none were discovered. In 2006 the patient came in for a mastopexy procedure and during the procedure the surgeon discovered that the implants were ruptured bilaterally.